Manufacturer narrative:
The onset of the patient's infection is reported within MFR report number 2916596-2018-04237. Manufacturer¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the infection was poly microbial bacteria and mycobacteria at the inflow elbow area. Hospital staff deactivated the lvad pump intentionally as the patient's care was withdrawn prior to death.

Manufacturer narrative:
Approximate age of device -- 1 year, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2019 for recurrent, very resistant bacteremia/sepsis. The patient was determined to not be a candidate for replacement of lvad or therapy. No source of infection was founded. It was suspected that the patient's infections were lvad related given the amount of contamination of the pump. The patient did improve with several more intravenous antibiotics but ultimately none were curative. The patient chose palliative care and expired on (B)(6) 2019.